Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
The customer reported that while the ventilator was connected to a patient, the ventilator was running in bipap mode for about 45 minutes. The ventilator started alarming and the error message "device failure" was displayed on the ventilator screen in red. It was reported that the patient was not getting o2 even though o2 and the ac plug were correctly connected. This situation occurred twice and the patient was not getting o2. The ventilator was removed from the patient and another ventilator was connected to the patient.

Manufacturer narrative:
For the investigation the provided logbook was analyzed and the returned device was checked. After several tests the described failure could be reproduced. The described alarm "blower defect" was generated because an unacceptable deviation between measured motor blower rotation speed and the set value was recognized. The cause for the rotation speed deviations is a temporary increased contact resistance in the connector of pcb motor controller and motor blower. The device behaved as specified and stopped the ventilation while generating the high priority alarm "device failure !!!". During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The exchange of the motor blower and pcb motor controller solves the problem. No injury was reported.

Event description:
Please see initial-report.